Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level and high blood glucose level on (B)(6) 2019 with blood glucose level was 30 mg/dl. Customer also were hospitalized on (B)(6) 2019. Customer was treated with food and glucose tablet for low blood glucose level and insulin drip for high blood glucose level. Troubleshooting for the customer¿s low blood glucose was declined. Customer was not using auto mode. The insulin pump will not be returned for analysis.